Event description:
On 23-jul-2021: follow up information was submitted to update awareness date and the result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that the infusion set's tubing got detached at the tubing connector. The site location was patient's right side of abdomen and the pump was in the right pocket. Moreover, the infusion set had been used for two days. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, the patient reported that the infusion set's tubing got detached at the tubing connector. The site location was patient's right side of abdomen and the pump was in the right pocket. Moreover, the infusion set had been used for two days. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.